Manufacturer narrative:
This complaint falls under a an umbrella of complaints from the same catalog and lot number. A series of samples were returned. Returned to manufacturer on: 11/6/2018 - 12/14/2017. Results - bd received used and unused samples for evaluation. Visual examination of both used and unused samples showed open septums. Leak test was performed on 220 unused samples. 4 samples had leakage. 10 retain samples were also leak tested with no leakage observed. The septums of the retains were also inspected under 10x microscope. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion - the affected products could have been subjected to higher temperatures than usual during the record hot summer. Bd has initiated a CAPA # 166486 to document further investigation and root cause(s) of this product issue.

Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system leaked during use. There was no report of exposure to mucous membranes, injury or medical interventions.